Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Based on receipt of additional information that this patient's death occurred on (B)(6), 2015, stored data was reviewed which indicated that end-of-life (eol) occurred post-mortem. It was determined that this device operated normally and did not exhibit premature battery depletion while implanted.

Event description:
Boston scientific received information that this patient died on (B)(6), 2014. The device was retrieved from archive for review of the prior analysis findings. There has been no allegations of device malfunction or that the use of the device caused or contributed to the patient's death.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eol was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.